Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
As reported: "in the variax fibra operation the proximal screw did not lock to the plate. The screw was idling. The angle to the plate was not steep and the screw of 12mm was inserted for the 14mm measurement, and thus drill was enough. The wound was closed without inserting another screw."

Event description:
As reported: "in the variax fibra operation the proximal screw did not lock to the plate. The screw was idling. The angle to the plate was not steep and the screw of 12mm was inserted for the 14mm measurement, and thus drill was enough. The wound was closed without inserting another screw."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.